Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) was diagnosed with several hernias. On an unreported date, the pt experienced a leak at the pd catheter site on the patient¿s right abdomen. The pt was hospitalized and underwent surgery for pd catheter replacement. The pd catheter was switched to the patient¿s left abdomen. On the same date, during hospitalization, the pt was diagnosed with several hernias (exact number unspecified) and on the same day the pt underwent hernia repair. After one day, the pt was discharged from the hospital. The pt stated that the leak has continued from the original catheter site on her right abdomen and the leak is believed to be due to the hernias. The cause and location of the hernias is unknown, further described as ¿most likely¿ a pre-existing condition. There were no reports of overfills or iipv (increased intraperitoneal volume) events. At the time of this report the pt is recovering from the hernia event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the service history record was preformed and revealed no previous service history for this device. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The hernia's were surgically repaired on an outpatient basis. The patient was switched to hemodialysis for approximately three weeks. Peritoneal dialysis (pd) therapy was restarted with a new prescription (all ambuflex bags, 500ml for 4 days, 750ml for 4 days, 1000ml for 4 days) until the patient reaches her previous prescription. The patient stated the cause of the hernia was "pd therapy wear and tear on the abdominal wall" and leak in the peritoneum that worsened with pd therapy; however, this information was not confirmed. As the device was not returned, an analysis could not be completed. A review of the device history record showed no abnormalities that could cause or contribute to the reported event. The cause of the reported event could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed.